Event description:
The clip was found broke during usage on the patient. There was no reported patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Manufacturer narrative:
Qn# (B)(4). Visual inspection: it can be observe the cartridge has only two clips loaded and just one broken clip was provide (split in half in hinge section), the broken clip was inspected with a vision system and no marks were observed, the number of the cavity of broken clip cannot be determine due to the other side of the clip was not received. Two clips loaded in cartridge were functionally tested, the test method used to perform checks was using a manual applier and no issues related to defect reported was observed. P/n 544230 is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 126 samples were taken from the current production p/n 544240 hemolok l clips 6/cart 84/box lot # 73c2200528, the samples were visually inspected, and during the test issue reported "broken parts - clip - info not provided" was not observed in the current manufacturing process. Revision of fmea-08-025 rev 05 was performed and the failure mode is already including it, no update is required. The returned clip was broken in half at the hinge during loading. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. A cartridge with catalog number 544230 hemolok ml clips 6/cart 84/box was received, a batch number reported 73l2000567. The reported complaint of "broken/detached parts - clip - hinge" was confirmed based on the sample received. One broken clip was returned, and it was broken in half at the hinge. The clip breaking at the hinge during loading was determined to be the result of insert mismatch at the hinge area on the pierce leg side of the hinge. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design-related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
The clip was found broke during usage on the patient. There was no reported patient injury.

Manufacturer narrative:
(B)(4). Per DHR the product hemolok ml clips 6/cart 84/box lot# 73l2000567 was manufactured on 11/24/2020 a total of (B)(4) pieces. Lot was released on 12/08/2020. DHR investigation did not show issues related to complaint. From the pictures, it was confirmed the defect reported by the customer "broken parts - clip - info not provided". However , it is necessary to receive the physical sample to perform a proper investigation, determine root cause & implement corrective actions. P/n 544230 is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 126 samples were taken from the current production p/n 544240 hemolok l clips 6/cart 84/box lot # 73c2200528, the samples were visually inspected, and during the test issue reported "broken parts - clip - info not provided" was not observed in the current manufacturing process. Revision of fmea-08-025 rev 05 was performed and the failure mode is already including it, no update is required. Failure mode "foreign material - info not provided" could be confirmed with picture. However, it is necessary to receive the physical sample to perform a proper investigation, determine root cause & implement corrective actions. Failure mode "broken parts - clip - info not provided" could be confirmed with picture. However, it is necessary to receive the physical sample to perform a proper investigation, determinate the root cause & corrective actions.

Event description:
The clip was found broke during usage on the patient. There was no reported patient injury.